Event description:
Nightshift user experienced approximately 10-20 discrepant results for a one hour period. Only one patient example for total protein was provided. Initial result <3.0 g/dl, repeat 6.5 g/dl. Initial results were not reported. The field service rep determined the alignment pin on the r2 mount was missing, causing r2 nozzle to dispense in wrong direction. The alignment pin was replaced. Performance tests were performed, which were within specification.